Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated damage at implant. Helix will not extend due to distal conductor distortion within the connector. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead helix took many rotations to extend and during a subsequent positioning attempt would not extend at all. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.